Event description:
It was reported the system had a fast stop error. This causes the system to shutdown. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.